Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the symptomatic patient presented remotely through merlin.net transmission, crosstalk was noted during automatic testing. The patient reported experiencing dizziness when the crosstalk was happening. Crosstalk issue was already observed during the patient¿s previous follow-up on (B)(6) 2019. The patient was feeling dizzy and programming changes were made at the time. After the issue was noted again in may, the patient was brought into the clinic for further evaluation. The device was reprogrammed. The patient was stable post-programming changes.